Event description:
Boston scientific crm received information from a health care provider (hcp) that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The patient was being seen for a follow up in clinic. Technical services suggested trying a number of things such as trying a new programmer or wand. As of today, a reason for the inability to interrogate the device has not been identified. An attempt to obtain additional information has been made. No adverse patient effects have been reported. Subsequent information indicated that the device was explanted for normal battery depletion. The local boston scientific field representative (fr) reported that the device was subsequently able to be interrogated. The device is to be returned for analysis. There were no additional adverse patient effects reported.

Event description:
The device was received for analysis.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.